Event description:
It was reported that during a complex procedure using 2 separate guide wires in the circumflex and the obtuse marginal artery, the balance middleweight elite guide wire was positioned in the circumflex artery and a unspecified 2.0 x 20 mm trek balloon dilatation catheter (bdc) was advanced on the guide wire but became stuck. It was noted that the guide wire was attempted to be exchanged leaving the balloon in the anatomy but the devices could not be separated. The two devices were removed from the anatomy as a system without incident. Outside the anatomy the guide wire was removed from the tip end of the trek bdc; the guide wire felt rough at the distal tip and the coils bunched. The same trek bdc was used in the procedure without incident. The procedure was completed using balloon angioplasty with no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight rounded; (B)(6). Dil cath: 2.0 x 20 trek; guide wire: 190cm balance middleweight elite. The device was returned for analysis. The resistance with the catheter and the bunched coils were able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.